Event description:
It was reported that during a da vinci assisted partial nephrectomy surgical procedure, the endoscope's base moved abnormally after installation into the universal surgical manipulator (usm) and the vision field allegedly drifted. The customer received phone assistance from the technical support engineer (tse). The customer stated that the system initially powered on without errors and system functionality was checked. Prior to the call, the customer tried to reboot the system, and replace it with another endoscope and drape; however, this did not resolve the issue. The tse instructed the user to remove the endoscope and set the base of the endoscope to its original position, but the issue remained. At an unspecified time during the call, the customer indicated that the issue was resolved and there were no more errors appeared on the touchscreen. Tse confirmed that the endoscope pedal was not pressed after the endoscope installation. The procedure was completed with no further issues reported using the same system. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found that the endoscope did not rotate without pressing the camera clutch. The system error log was reviewed, and no error was present related to this issue. The operator stated that the endoscope rotated without pressing the camera clutch. In a recorded video of the procedure, fse confirmed that the camera clutch was pressed. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.